Manufacturer narrative:
B3 event date not provided. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt said they needed their ins battery replaced because they could not recharge it. The pt claimed they put new batteries in their programmer but their ins would not charge; agent asked for clarification because the programmer had nothing to do with recharging the ins, the pt said ignore the battery comment. When they go to charge the ins, it would not charge up, they get a message on the ins recharger but the manual did not tell them what was happening. Pt could not troubleshoot for they did not have the recharger on the call. When agent asked for event date, they said they could no longer charge the ins as of weeks ago for they had not needed it lately but needed the ins now. Pt last charged the ins months ago and since then they tried several times but it would not do anything for pt could not make adjustments. Troubleshooting was unable to be performed as pt did not have equipment with them. Agent reviewed ins longevity and that the ins might be in a possible over discharge. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they just had one of their ins batteries a year or longer ago because starting a year or so ago they could no longer recharge the ins. Pt called back in and reported they could not get the programmer to connect to their implant. Pt stated they had been unable to recharge up the implanted device for an extended period of time. Agent reviewed that it would be expected that they could not connect with their programmer. Agent redirected the pt to their managing healthcare provider and reviewed possible over discharge. Additional information was received from the patient (pt). Pt reports after meeting with their physician t hey determined the neurostimulator didn't overcharge but wouldn't charge, their doctor is replacing it on (B)(6). They report that ins replacement is the only intervention planned to resolve this issue.